Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings:a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force resistance measurement was out of specifications. The pump was opened and inspected, and there was evidence of moisture corrosion found inside the pump on the force sensor assembly and the pcb. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was dispensing all of the insulin out of the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.